Manufacturer narrative:
All calibration and control results were within specified ranges. Upon review of the alarm trace, a few sample related alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The initial values were reported outside of the laboratory. The first sample initially resulted in a troponin t value of 54.2 pg/ml. The sample was repeated twice, resulting in values of 9.56 pg/ml and 9.95 pg/ml. The second patient sample initially resulted in a troponin t value of 114 pg/ml on 27-oct-2021. The sample was repeated twice on the same day, resulting in values of 5.16 pg/ml and 5.83 pg/ml. The repeat values from both samples were considered to be correct and fit the clinical picture of the patients. The troponin t reagent lot number was 53095101, with an expiration date of 31-jul-2022.

Manufacturer narrative:
The field service engineer did not find anything abnormal with the analyzer. The engineer replaced the measuring cells. The customer has had no further issues.